Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that there was high threshold on the right ventricular (rv) lead. During revision, the doctor tried to install the lead but the screw was not able to retract and screw in again. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. There was a connector pin observation. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Lead returned with the helix partly retracted and tissue visible inside helix. Removed tissue and helix works within specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.